Event description:
Hemodialysis catheter was placed in right femoral vein 10/24/94 and used for dialysis 10/24 without problems. Bleeding was reported by nurse 10/26 am, and catheter found to be cracked where one of the lumens attaches to hub of catheter (proximal to pt to clamp, allowing blood to escape from catheter). Total blood loss est less than 100 cc.